Event description:
The customer stated that discrepant low sodium results were generated for patient samples tested on the architect c16000 analyzer. One example was provided. An initial low result of 110 mmol/l retested within the normal range at 140 mmol/l twice. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer replaced the ict probe due to the intermittent low results. The customer observed leaking from the probe after replacement. The customer reseated the probe and tightened the connection. The ticket notes indicate there were no additional issues and the problem was resolved. A service ticket review for architect (B)(4) revealed no additional erratic or discrepant results. Review of quality metrics revealed no systemic issue or adverse trends associated with the issue described in this complaint. The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic/ discrepant results including, but not limited to, the troubleshooting performed by the customer. Based on the available information, a deficiency of the system was not identified. There is no evidence to reasonably suggest a malfunction occurred for the ict probe list number 09d63-03. The issue was resolved by the customer through standard troubleshooting procedures.